Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial under-sensing. Noted on stored electrograms ( egm) which resulted in possible false device classification of episode termination. It was further reported that the right ventricular (rv) lead exhibited diminished sensing. The ra lead and rv lead remain in use. No patient complications have been reported as a r esult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.